Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 11/23/2016. One used lf1537 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection found the handle was broken and could not be used to operate the jaws. Disassembly of the device confirmed this to be due to broken latch tines within the handle body. This broken mechanism also allowed the knife blade to be deployed when the jaws are open. The bent tubing shows that the device may have been used with excessive force. However, the investigation could not reliably determine the cause of the broken latch tines. A review of the device history records for this lot found no potentially contributing factors.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a click was heard while the device was in use. After the click, the jaw could not be completed opened or closed. Another device of the same type was used to complete the procedure. Examination of the received device on october 27, 2016 found the device had broken in a way that the knife could be extended with the jaws open.